Event description:
This case was initially received via regulatory authority (B)(6) on 29-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains inside where my ovaries will be removed"), coital bleeding ("bleeding after intercourse for weeks after") and back pain ("severe back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coital bleeding (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("constant pain in ovaries"), burning sensation ("constantly burning"), candida infection ("constant thrush like systems"), arthralgia ("pains in my hips") and alopecia ("hair loss"). The patient was treated with surgery (planned hysterectomy on (B)(6) 2017, removal of ovaries mentioned). At the time of the report, the pelvic pain, coital bleeding, back pain, adnexa uteri pain, burning sensation, candida infection, arthralgia and alopecia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, arthralgia, back pain, burning sensation, candida infection, coital bleeding and pelvic pain to be related to essure. The reporter commented: I am having an operation on (B)(6) 2017 (not reported if actually performed), the doctor said my problems caused by essure ie back pain and pains inside where my ovaries will be removed are unlikely to ever go. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 26-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains inside were my overies will be removed"), coital bleeding ("bleeding after intercourse for weeks after") and back pain ("severe back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coital bleeding (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("constant pain in ovaries"), burning sensation ("constantly burning"), candida infection ("constant thrush like systems"), arthralgia ("pains in my hips") and alopecia ("hair loss"). The patient was treated with surgery (planned hysterectomy on (B)(6) 2017, removal of ovaries mentioned), surgery (planned hysterectomy on (B)(6) 2017, removal of ovaries mentioned) and surgery (planned hysterectomy on (B)(6) 2017, removal of ovaries mentioned). At the time of the report, the pelvic pain, coital bleeding, back pain, adnexa uteri pain, burning sensation, candida infection, arthralgia and alopecia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, arthralgia, back pain, burning sensation, candida infection, coital bleeding and pelvic pain to be related to essure. The reporter commented: I am having an operation on the (B)(6) 2017 (not reported if actually performed), the doctor said my problems caused by essure ie back pain and pains inside were my overies will be removed are unlikely to ever go. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.